Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported crushed stent was not confirmed as there was no damage noted to the stent. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A cine was received and reviewed by an abbott vascular clinical specialist, who noted that the images provided do not show the no-cross of the 2.5x33 mm alpine stent or the cause of the dissection. The reported patient effect of intimal dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure as it is likely the device interacted with the difficult anatomy causing the reported failure to advance. Repeated attempts to cross the stent through the previously placed stent likely caused the reported intimal dissection. No conclusive cause was identified for the reported material deformation (crushed stent). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.5x33mm xience alpine stent system failed to cross through the tortuous anatomy to the calcified lesion in the proximal left anterior descending (plad) coronary artery and a dissection was noted. After removal of the xience alpine stent system, it was noted that the struts on the stent were crushed. A non-abbott stent was implanted as treatment. There was no additional information provided.